Event description:
Customer advised that she purchase the meter today and that the meter that was in the box was true metrix meter and not the true metrix air meter as it stated on the box. Customer read off the side of the meter box and the serail number per the box was (B)(6). Customer advised that the sticker that held the bottom of the box seemed that it was removed and placed back on. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Complaint was forwarded to packaging. Internal evaluation was completed by packaging; packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.